Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. Fluid was able to freely flow through the fluid path. A leak test was performed and no leaks were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 14 mmol/l (252 mg/dl). The pod was worn between 36 and 48 hours on the abdomen. It was noted that the cannula was bent. Hyperglycemia treated with a new pod.